Manufacturer narrative:
The insulin pump had missing end cap sticker, loose/protruded drive support disk, cracked case at display window corners, minor scratched display window and missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap came off. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that they tried to push the drive support cap back in. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.